Manufacturer narrative:
Operator of device: patient/consumer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the cassette, a no message alarm went off. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: four pictures were attached and reviewed. Results: picture one shows the front view of a cassette product. Picture two shows the pump tube part of the cassette. Picture three show the ay bag neck. Picture four show the top view of cassette. Picture four show the bag neck part of the cassette. Samples received: sample received consist in one cassette product. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection results: sample was received without white cap and without blue clip. Accuracy test: the samples received were connected to a pump and to a balance mettler to look for unusual function. Results: the sample could be connected without problem; sample passed the test. Functional testing: sample was filled with 50 ml of water; the sample was connected to a pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. No device problem was found. The cause of the reported problem could not be determined. A DHR (device history review) was not performed due to the absence of the lot number, the lot number not being communicated.